Event description:
The account alleged the brakes would not hold, brakes casters swivel in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.